Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the tip of the stent could not be opened. The device and any accessories were prepared as indicated in the IFU. The pipeline was used for an approved indication. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured left cavernous sinus segment aneurysm with a max diameter of 21.5mm and a 6 mm neck diameter. The landing zone was 4.1mm distally and 4.9mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level upgraded. The angiographic result post procedure was the stent was well adhered to the wall and contrast agent was retained in the aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the reported failure to open could not be determined. The distal section of the pipeline did not open. The device had not been placed in a vessel bend at the time of the event. Attempts were made to retrieve and re-deploy the pipeline; however, these attempts were unsuccessful.

Event description:
The tip end of the stent could not be opened. Attempts to recapture and redeploy the stent at the m1 segment were unsuccessful in opening the tip. The operator then withdrew the stent and microcatheter together from the body, and attempted to partially deploy the stent outside the body to pre-open the tip. The stent was then reused in hopes that the tip would open smoothly and the treatment could be completed. At this point, the operator chose to use a new phenom 27 microcatheter to re-establish the access. Since the original stent needed to be used and the stent could not be retrieved into the introducer sheath, the operator partially cut the tip of the microcatheter and used it as the stent introducer sheath, delivering the stent to the new microcatheter. The overall delivery was smooth, and the surgical procedure was carried out successfully. However, the tip of the stent still could not be opened, so the issue was reported. At that time, the operator believed the problem was not related to the microcatheter and did not mention any microcatheter-related issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device and phenom 27 catheter were returned for analysis inside an open pipeline flex inner pouch, inside a sealed biohazard bag, and a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were found intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid¿s distal and proximal ends were open and frayed, while the middle part was fully open with no damage. No kinks or bends were noted on the pusher wire. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as the braid¿s distal and proximal ends of the returned pipeline flex device were open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include patient vessel tortuosity, a damaged braid, a braid that is improperly sized for the anatomy, the braid being overstretched during delivery, and the user deploying the braid in the vessel bend. In this event, the customer stated that the vessel tortuosity was moderate, and the device had not been placed in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Therefore, a damaged braid, a braid that is improperly sized for the anatomy, or the braid being overstretched during delivery could have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, delivery/retracting delivery wire against resistance, or deployment/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the customer had no issue or complaint regarding the phenom catheter.